Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the basal on his insulin pump was not delivering. The customer's blood glucose was 87 mg/dl at the time the issue was reported. The customer stated that his blood glucose was elevating slightly after each bolus. The customer also stated that the bolus was working, but the basal was not. Nothing further reported.